Manufacturer narrative:
Patient identifier - the patient is a cat. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - the patient is a cat. Race - the patient is a cat. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - vet tech. The actual device has not been returned for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Condition of the actual sample was not confirmed since it was not returned for evaluation. Verification of retention samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, 3pcs passed the catheter tube and catheter hub fitting force test. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when the catheter was seated, there was a break between the hub and the catheter. Additional information was received 31december2019: the break was between the catheter and the hub. Additional information was received 02january2019: the catheter split at the hub and was quickly noticed and replaced. The catheter did not break in the patient. There was blood and fluid from the IV bag leaking around the site of the catheter due to the break in connection, hence why the catheter was replaced. No clinically significant blood loss noted. The cat was brought in for euthanasia.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and to state that the reported event has been deemed not FDA reportable based off the returned device evaluation results. Based on the results of our investigation, the exact root cause of the complaint could not be identified. Actual sample received showed traces of blood, and catheter tube was bent and damaged near the hub. Most likely, this is due to reinsertion of cannula during insertion of IV catheter. This was confirmed on the conducted simulation on 1pc retention sample wherein similar catheter bent and damage was observed when slight reinsertion of cannula was done during insertion of IV catheter to dummy arm. Furthermore, our sr unit box have indicated warnings and precautions for proper usage of our product including the prohibition on reinsertion of needle. Based on the returned device, complaint description and investigation results, the complaint could be confirmed for damage/hole on catheter tube, not broken catheter tube. Therefore, this event has been deemed not FDA reportable.